Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with two unspecified mentor saline breast prostheses and had to undergo bilateral breast implant removal and replacement with two unspecified implants in 2009, due to the size, post-operatively. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 23, 2022, mentor received additional information indicating that the correct date of event was on (B)(6) 2009. Per best estimate, the date of explantation was also updated to (B)(6) 2009. The patient's age at the time of event was also provided. In addition, mentor also received information indicating that the suspect medical devices were the following: (left) 325cc mentor smooth round moderate plus profile saline catalog: 3502325 lot: 5701502 sn: (B)(6) and (right) 325cc mentor smooth round moderate plus profile saline catalog: 3502325 lot: 5706809 sn: (B)(6). The patient's implants were replaced with unspecified mentor saline implants. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This medwatch form is for the left breast prosthesis.